Event description:
Risk mgr at the hosp stated that a 34 yr old post-op female had an unanticipated cardiac arrest. Was declared brain dead and subsequenlty died. She had been on pca at the time of the arrest. Using this pump, risk mgr stated that the pump had been evaluated by an outside agency and that nothing was wrong in the perfomance of the pump. She further stated that she is maintaining possession, so it will not be available for evaluation at product svs.